Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). After the dental implant placement in intraoral region #31, patient began to feel pain. So, patient and dentist decided to remove the implant as a precaution to not damage the alveolar inferior nerve.